Event description:
Customer reported experiencing a malfunction alarm after taking a shower and changing supplies in the morning. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was instructed to switch to an alternate insulin delivery method called multiple daily injections (mdi) while waiting for a replacement pump. Technical support sent a replacement pump, provided instructions for returning the faulty pump, and advised on steps to take upon receipt of the new pump.